Manufacturer narrative:
(B)(4). Factors that could contribute to the reported difficulties include, but not limited to, interaction of the guide wire with the stent implant, damage to the guide wire, the guide wire caught underneath the implanted stent, or damage to the stent. In this case, it is possible that the guide wire was caught underneath stent as it was deployed resulting in the damage to the stent during removal of the guide wire, although this could not be confirmed. It was reported that the patient received a balloon pump as treatment for poor hemodynamic flow. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during treatment of a subocclusion of the distal circumflex, marginal arteries, two pilot guide wires were used, one was placed in the superior branch and a 2.0 x 15 balloon [non-specified] was used to predilate the lesion. The second pilot guide wire was placed in the inferior branch and was used to deploy the 2.25 x 12 mm xience prime at 12 atmospheres. When the stent was deployed, the guide wire in the inferior branch became trapped [jailed] between the vessel wall and the expanded stent. The trapped guide wire was pulled in an attempt to remove it, but it became caught on the deployed stent, pulling the deployed stent into the proximal circumflex. The guide wire was removed from the patient intact, but the stent remained in the proximal circumflex, deformed and balled up. The patient was experiencing poor hemodynamic flow and a balloon pump was placed. Due to the mangled stent, it was not possible to advance another guide wire, and no further intervention was performed. The procedure was concluded. The patient remains hospitalized. No additional information was provided.